Event description:
On (B) (6) 2010, patient reported her readings are really elevated and she has been attempting to bolus to bring her readings down. Patient stated her blood glucose levels were up to 491 mg/dl. Patient's normal blood glucose range is 100-200 mg/dl. Patient reported sometimes she goes up to 300 mg/dl. She does not know how long the adapter has been in use. Had patient disconnect from her infusion site and prime; was successful. Advised to change her infusion site. Patient reconnected to the same site and attempted to bolus; received the e4 (occlusion) error. Patient does not have another infusion set with her. Patient does have needles with her. Advised to change her site as soon as possible. On follow up call on (B) (6) 2010, patient stated her blood glucose levels are back to normal and she has not had any more occlusions. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.